Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, after the lens was implanted into the patient's eye, the surgeon noticed a mark on the lens. The surgeon then removed the lens from the patient's eye and the lens seemed mushy and soft. The surgeon stated that the implanted lens did not have the consistency of a normal lens. Additional information was received stating that the prognosis of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. The account indicated the use of qualified associated products. The instructions for use (IFU) instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).